Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's wife that the patient has developed a rash all over his body. Follow up with the doctor's office determined the patient has had the rash since being released from the hospital after the device implant, five months previously. It was stated the rash is most likely not device-related, and the patient is being treated with prednisone. The patient's wife has the same rash, according to the doctor's office. The device is still in use. No further patient complications were reported as a result of this event.